Manufacturer narrative:
Patient information has been requested but not yet provided. Device serial number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had visible breakdown of the driveline outer sheath. Log file review captured the pump functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the silicone sleeve of the driveline cannot be conclusively determined as no images were provided by the account and no product was returned for evaluation. The patient remains ongoing on (B)(6). No further events have been reported at this time. No further events have been reported at this time. The submitted log file contained data spanning from 02nov2022 at 16:46:55 to 05jan2023 at 13:58:50, per the timestamp. The log file appeared to have captured the pump operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that additional rescue tape was applied to the driveline.